Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery. Following several dilatations with a wolverine cutting balloon, a 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, it became caught in the superficial calcification at the curved area and could no longer be advanced. It was noted that the device was considerably pushed, so when it was removed and checked, the stent seemed to have partially contracted in a mounted state. Usage of the synergy was discontinued and further dilation was performed with the wolverine cutting balloon. The procedure was completed after placement of a non-bsc stent. There were no patient complications nor injuries reported.